Event description:
It was reported that the touch panel from this programmer did not respond. The programmer was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The programmer was disassembled to isolate any defective components that were contributing to defect. When the touch controller was swapped out for a known good unit, the defect disappeared. This confirms the allegation of an unresponsive touch screen due to a defective touch controller component.